Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure in the mildly calcified right and left common femoral artery. Reportedly, when the plunger was pulled back no sutures were attached. Two proglides were used in the right common femoral artery and one proglide was used in the left common femoral artery, all experienced the same results. Three additional proglides were used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 2 perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned body of the device including, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported event. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The plunger, cuffs, link, needle tip and monofilament were not returned, which may have aided in the investigation. Because only the body of the device was returned, the reported event could not be confirmed. During the investigation, a proxy plunger was inserted to test needle trajectory and the results were acceptable. The needle trajectory of every device is checked twice during the manufacturing process. Reportedly, the common femoral artery was mildly calcified, which may have contributed to the reported difficulty. The perclose proglide device instructions for use (IFU) states: the safety and effectiveness have not been established, in patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The most probable cause for the posterior cuff miss may have been due to needle deflection during plunger deployment from an interaction with human tissue/calcification or failure to position and maintain the device at a 45 degree angle throughout deployment, however, no conclusive cause could be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.